Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had intermittently failed to populate my patient list for multiple users despite patient data being successfully transmitted from the pis and received by carefusion coordination engine (cce). A technical support specialist (tss) found that message traces and server logs showed that hl7 messages, including zpm segments, had crossed into the cce and servers successfully, and no abnormalities were observed when comparing successful and failed message samples. Log reviews indicated that no users had manually removed patients from my patient list, and station access roles were correctly configured. Despite message reconciliation on the database, the affected stations still displayed an empty my patient list. As the issue could not be reproduced consistently and no root cause had been identified, further investigation of cce configuration settings was required, with the possibility of performing a database drop and full station resync and escalating to product support engineer (pse) if the issue persisted. Later pse checked on and agreed to close the case as no problem identified with devices. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient data was missing from mypatient tab on adc device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.